Manufacturer narrative:
Our quality engineer inspected the photograph submitted for evaluation. Your report that the needle failed to retract or was slow to retract could not be confirmed from the photograph that was provided for investigation. The photo showed the unit package of a 24g insyte autoguard. The reported issue was not demonstrated in the photo. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Every time IV is inserted into a patient and the needle retraction button is press, it won't retract. This causes difficulty trying to keep the IV patent while removing the needle and most times the IV will not stay in the vein as a result. End users uses sometimes 2 or 3 and even 4 ivs to get one to retract and the IV stay in patient.

Manufacturer narrative:
B3: the date received by manufacturer has been used for this field. H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.